Manufacturer narrative:
According to the facility on (B)(6) 2026, a 51-year-old paraplegic patient presented with a grade IV left ischial pressure ulcer. She had two redon drains in place post-operatively, one of them ruptured while still positioned. The remaining fragment was retrieved using forceps inserted into the drain opening. If the fragment remained, further intervention would have been required. The redon drain was removed on post-operative day 3, whereas it should have been left in place for approximately two weeks. There was no damage observed when opening the device. The patient returned home after the incident. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, a 51-year-old paraplegic patient presented with a grade IV left ischial pressure ulcer. She had two redon drains in place post-operatively, one of them ruptured while still positioned.